Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. The device was being used in conjunction with a bunnell lifepulse jet ventilator (model 203/204). According to the report, the therapy had been running for approximately 24 hours when the fluctuations began following an increase to the peak inspiratory pressure (pip). The hospital staff attempted troubleshooting by replacing the breathing circuit and adjusting ventilator settings; however, the fluctuations persisted. The affected device was then exchanged with a backup unit, after which dose delivery stabilized and returned to within acceptable limits. No adverse effects to the patient were reported. Ventilator mode and settings: rate 330 at time of call, pip 40, peep 9, I time 0.02.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was conducted in accordance with established service and test procedures. The evaluation identified a nonconforming nitric oxide (no) sensor; however, all other checks related to gas delivery accuracy and monitoring were within specification. A review of the device's log file confirmed the reported dose fluctuations. The data showed fluctuations ranging from 1 to 65 ppm over a two-hour period. Dose fluctuations when the device is used in conjunction with the bunnell lifepulse jet ventilator are a known to occur in low total volumetric flow situations depending on the ventilator settings and patient characteristics. This failure mode has been previously identified by the manufacturer and is being addressed as part of an ongoing field correction and removal reported to the FDA.